Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection and the scope was not used on a patient. The scope was quarantined after the first positive culture. The scope passed a leak test and asepti neutrazyme was used as a detergent for manual cleaning. The instrument/suction channel and instrument channel port were brushed during manual cleaning. A soluscope sprint automatic endoscope reprocessor (aer) was used with soluscope cln+ as the detergent and soluscope p as the disinfectant. All channels were connected with tubes when setting up the washer, the concentration and expiration of the disinfectant was controlled, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried with filtered compressed air and then stored in a drying cabinet. During device evaluation at olympus, no failures were found and the device was working according to specifications. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. After receiving the scope from olympus, the customer reprocessed the device and did microbial testing. The scope remained in quarantine until the results were received. The scope was then reprocessed and sent to olympus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.